Manufacturer narrative:
(B)(4). Additional information provided by the account: after the user facility medwatch report was submitted, the surgeon provided more details around the event. The device was entered into the trocar as usual and fired across the cystic duct. The surgeon inspected the clip to ensure proper formation (per the IFU) and noticed the clip was not completely closed due to a small gap. The clip was removed and the surgeon attempted to fire a second clip in the same area; however, the handles of the device would not close. A second device was pulled to complete the procedure with no consequence to the patient. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; no malformed clips were noted. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.